Manufacturer narrative:
Additional information was received that there was no loss of mechanical ventilation in any mode. The unit continues to ventilate and alarms remain functional. This event was not reportable.

Manufacturer narrative:
Ge healthcare's investigation into the reported occurrence is still ongoing. A follow-up report will be issued when the investigation has been completed.

Event description:
The hospital reported that ventilator has problems in gas reading. There was no reported patient involvement.